Event description:
Procedure type: gastrectomy. According to the reporter: the anvil would not attach with the stapler. The surgeon used the original anvil that the stapler came with. There was no unanticipated tissue loss. There was an unanticipated extension of incision by 4 inches. There was no unanticipated blood loss of 500cc or more. There was an extension of operating time of over 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).